Event description:
It was reported that in preparation for an iliac stenting procedure, stent damage occurred. The de novo lesion was located in the non tortuous right common iliac artery. The lesion was 85% stenosed and moderately calcified. The express biliary 10.0x30x75cm stent was inserted through an unspecified sheath and the stent strut was "unraveled and sticking straight out." The procedure was completed with another of the same device. No pt injures or complications were reported. The pt's status is reported as "ok."

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The stent was crimped on the balloon and the stent was slightly curved with raised struts at the proximal end. The struts are bent proximally which is consistent with the device being withdrawn against a restriction. There was shaft damage noted. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is determined to be user related.